Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type ia endoleak with a partially crushed proximal left limb stent with narrowing, and coils and glue placed at the level of the sealing rings and at the junction of the aortic body graft and iliac limbs during the secondary endovascular procedure. The reported type iiia endoleak is refuted. This event is most likely user-related due to the off-label neck anatomy at 90°. Procedure-related harms for this event could not be determined, and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was previously implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). The two (2) months post initial implant, a type iiia endoleak and/or type ia endoleak was identified. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored. Additional information received per clinical assessment refuting the reported type iiia endoleak. It was confirmed, however, that the patient's neck anatomy was off-label at initial implant, and that the left limb was crushed and narrowed at the time of the reported event.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was previously implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). The two (2) months post initial implant, a type iiia endoleak and/or type ia endoleak was identified. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.